Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin result was due to malfunction of the reagent probe bubble sensor, which was out of specification. The fse replaced the reagent probe bubble sensor and performed preventive maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin result was obtained on a pt sample. The result was released to the doctor. Upon repeat, at the doctor's request, the corrected result was reported out. There was no report of pt intervention or adverse health consequences due to the discordant troponin result.